Event description:
It was reported that during the deployment of a vena cava filter, via the femoral approach, the doctor thought filter was out and when the doctor started to remove the sheath, the filter also moved. The doctor discovered that some of the feet of the filter were stuck and filter moved with the sheath. When the filter deployed, it was below where the doctor wanted to place it. The final placement was just above the bifuraction, which was lower than the doctor had planned. Reportedly the doctor is an experienced user of the vena cava filters. No injury to the patient was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The filter was not returned for evaluation as it remains implanted. It is unknown if patient or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown. The IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warning: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.